Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test and displacement test. No power loss alarm noted during testing. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage (loaded v lith) was less than 3.5 v. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarm and experienced high blood glucose level. The customer¿s blood glucose was 350 mg/dl. The customer was assisted with troubleshoot and customer received a power loss alarm. The insulin pump will be returned for analysis.